Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced arterial spasm that required medication. This was the procedure using the farapulse (boston scientific¿s). Mi (mitral isthmus) and cs (coronary sinus) ablations were conducted with stsf in rf. At the end, during induction after atp (adenosine triphosphate) and isp (isoproterenol) were administered, vt (ventricular tachycardia) was frequently observed and spasm was found after cag (coronary angiography). Nitroglycerin was administered, the spasm improved. The physician determined it as a natural spasm, and the patient left the room. After that, temporary pacemaker was implanted, and the patient was under follow-up observation. Patient required extended hospitalization. The patient originally had a spasm factor, and the administration of atp and isp caused spasm, which in turn caused vt. No relationship with the ablation catheter. Relevant medical history includes renal failure.

Manufacturer narrative:
On 3-apr-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31413023l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-feb-2025, bwi received additional information regarding the event. The patient required temporary pacemaker because vt (ventricular tachycardia) occurred due to spasm and a temporary pacemaker was placed as a precaution. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).